Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. The catalog number identified ihas not been cleared in the us but is similar to the denali femoral system products that are cleared in the us. The pro code and 510 k number for the denali femoral system products are identified in procode and date rec¿d by MFR. (Expiry date: 04/2023).

Event description:
It was reported that during a filter placement, the device allegedly had an activation failure. It was further reported that another device was used to complete the procedure. There was no reported patient injury.